Event description:
An electronic report was received from a hemodialysis user facility who reported that thhe arterial chamber pressure valve separated and popped off. The facility was contacted where it was learned this separation occurred during a pt treatment. Saline was given, treatment discontinued and a new treatment set of bloodlines were set up on the dialysis machine and the hemodialysis therapy was resumed. The pt did lose 250 ml of blood. A companion sample is available for an evaluation. The pt is fine with no ill effect or further medical intervention resulting from this event.

Manufacturer narrative:
Section f; (3) fort smith reg'l dialysis ctr, 1200 central poteau, ok, 74953